Event description:
The customer reported that the ventilator turned off with blank screen. The customer reported the device was in use on patient, but there was no patient harm.

Manufacturer narrative:
Patient information was requested but the customer did not call back.